Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during use in the patient's room, the user found 2 leak sites on the proximal extension line; one is around the connection area with the juncture hub, the other is just below the injection hub of the proximal. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. Patient had hcv infection.

Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. The customer provided a photo of the sample indicating the areas of the leak. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of the extension line leaking could not be determined based upon the information provided and without a sample. No further action will be taken.